Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a detached cannula. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
The sensor applicator was returned for evaluation. The sensor applicator was visually inspected and the applicator was fully deployed with needle and cannula safely retracted inside the applicator body, therefore, the reported event of detached needle/cannula could not be confirmed with the returned sensor applicator. A photograph was taken of the returned sensor applicator. A root cause could not be determined.